Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became unresponsive, and the user could not access the device interface; the event aligned with a device fracture affecting the touchscreen component, and a replacement ilet was arranged while the user reverted to alternate insulin therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected at the time of the report. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem involving the touchscreen consistent with a fracture of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.